Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06865. The pt was implanted with two quattrode scs leads from the same lot number. It was reported the pt was not receiving effective stimulation therapy. The pt underwent surgical intervention and one octrode model lead along with two quattrode leads were explanted and replaced. It was also reported the physician electively replaced the pt's scs ipg. There was no alleged deficiency with the ipg. Follow-up info identified the pt's scs system was programmed and she is doing well postoperative.